Event description:
It was reported that the stent was deployed in the pda, distal to two stents that had just been deployed in the proximal segment of the vessel (contrary to IFU). Resistance was encountered in the mid and proximal rca during the sds withdrawal attempt. Efforts to remove the device resulted in a shaft separation at the guide wire exit notch, which required surgical intervention to remove the distal portion of the sds and complete the revasclarization.